Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: december 16th, 2024 section h3 - device evaluated by manufacturer? Yes device evaluation: the device was inspected under magnification. The complaint device was received with the plunger rod fully advanced. The plunger rod tip was bent in a way that is consistent with damage that may have occurred during shipping. Viscoelastic residue was distributed through the length of the cartridge and there was no cartridge issues. The lens module was inspected and presented with no viscoelastic residue or damage. The lack of damage indicates that the plunger rod tip damage likely occurred after delivery. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected and presented with no issues. The lens was removed from the handpiece tray and it was noted that it was received coated in viscoelastic residue. The lens presented with cosmetic issues and damage to the optic body. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section b3 - date of event: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4 - PMA/510(k) #: this report is being filed on an international device; tecnis eyhance simplicity toric ii optiblue with tecnis simplicity, model diw series that has a similar device, tecnis eyhancetoric ii iol with tecnis simplicity model diu which is distributed in the united states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the physician inserted the preloaded toric intraocular lens (iol), they felt a little resistance. The lens optic was damaged. The iol was removed from the patient's eye and replaced with another lens. No patient injury was reported. No medical intervention was required. No further information was provided.